Event description:
It was reported that within the past month, a patient had a small burn or blister on their upper lip, which is now believed to have been caused by the overheating drill. The burn or blister was not expected to cause any permanent damage. Neosporin was applied to the lip of the patient and no other adverse consequences are known to the user facility.